Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/0/2016 with the following findings: on investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data showed that the last bolus and basal were delivered on 01/07/2016 about two weeks before the complaint date. A power interruption was observed shortly after the last basal delivery and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s basal and bolus deliveries showing that the pump was delivering accurately until the last date used. With the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly in the bolus history. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.